Event description:
A pt contacted ge in 08/2001 and gave little info other than they had ringing in their ears after an mr scan. In 10/2001 they contacted ge again and supplied ge with info from an ear nose and throat specialist stating the pt had a loss of hearing in the high frequency range. The pt said they were not given earplugs for use during the exam by the healthcare professional. The co's documentation clearly states that hearing protection is required for pts. Co lists three different ear plugs available for purchase from ge. The pt would not give the name of the clinic or type of mr system used.